Event description:
Procedure: urological. According to the reporter, following an avaulta procedure, the mesh broke down and corroded, leaving the patient with numerous infections and a fallen bladder. The patient has already had one surgery to repair the problem and is going to require another surgery to complete the repair as the remaining mesh cannot be removed.